Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using apidra insulin with the pump. Customer technical support informed customer that apidra insulin is off-label per the user guide. The customer¿s blood glucose level was 376 mg/dl. Customer successfully cleared the alarm and resumed insulin deliveries.